Event description:
Autosuture endo gia universal xl 12mm stapler misfired during laparoscopic gastric by-pass procedure. A second instrument was deployed and it also misfired. Pt required an emergency endoscopy.